Manufacturer narrative:
(B)(4). A field service specialist noted and addressed an artifact on one of the optics. In reviewing a video of the procedure, it was noted that prior to the excimer firing, the stroma appeared to have an odd appearance in the same location as elevated concern. The calibration plastic was evaluated from the same day of procedure/event and noticed a small if noticeable artifact on the flat more peripheral location of patient concern. The field service rotated mirror m2 to position 4, aligned and calibrated laser. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision, glares and shadows after a custom phototherapeutic keratectomy (prk) treatment was performed. A brief description from the surgery center indicated there was an elevated appearing area began to appear during the last half of the treatment. The procedure was completed and topical durezol, zymaxid, and nevanac was administered. A bandage contact lens was placed as it is the practice of the standard protocol. Lotemax was provided. At a one week post op exam, the left eye (os) uncorrected visual acuity (ucva) was 20/40. At a 2 week post op exam, the os ucva was 20/70 with best corrected visual acuity (bcva) at 20/40. In addition, at the 2 week post op exam, the patient¿s complaint of visual acuity was blurry on the left eye with a constant shadow and glare that follows the eye when it moves. The patient stated the right eye (od)¿s visual acuity is better and coming a long way. Lotemax was to continue. The plan of action from the surgery center is to have epithelium filed in with smoothing and reduce keratopathy. The surgery center will consider nodule removal if need to be if symptomatic after epithelium is smoothed out.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.